Event description:
A user facility clinic manager reported via email that the bain needle is leaking around arterial site, they had to change the gauze 3 times during the treatment. Arterial pressures were within normal limits. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).